Manufacturer narrative:
Evaluation of this event cannot be performed because the device has not been returned to co. The device was discarded at the hosp. The medical opinion provided in the product complaint report suggests that this event would not be associated with the device but rather would be pt related.